Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting be performed. The physician is aware of the issue and stated that due to the patient's improved cardiac status he does not feel that the recommended synchronized shock is medically necessary. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a gradual rise in the shocking impedance measurements which is now 149 ohms. No adverse patient effects were reported.